Manufacturer narrative:
The reagent lot number is 744197. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.3 results from multiple patient samples tested on the cobas c513 analyzer commercial system. The reporter stated that for about thirty minutes, they received falsely elevated patient results (8-16% range) from the analyzer for patients who have no history of diabetes mellitus (dm). Please refer to the attachment (B)(4) in the medwatch for the table containing examples of questionable results.

Manufacturer narrative:
The investigation excluded reagent issues as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) inspected the module and performed minor adjustments/optimizations. The fse confirmed the assay and the module were again performing within specifications. The cause of the event could not be determined.